Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the pump keypad buttons were under responsive to user presses. Moisture was also allegedly visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, all of the keypad buttons were normally responsive. The keypad cover was removed and no defects were found under any of the keypad button contacts. The pump was opened and removed from the case and no corrosion or moisture was observed on the keypad circuits. Unrelated to the initial complaint, the display screen was dim and discolored. The pump was powered on with a test display screen and the display was fully functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.